Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the hysteroscope's ceramic tip was broken. The issue occurred, during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: concomitant medical products. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the reported issue was confirmed. It was likely due to the effect of a large mechanical force caused by an impact, fall or collision with other devices. However, the root cause could not be identified. Olympus will continue to monitor the field performance of this device.